Event description:
It was reported that a crystalens at50ao was explanted and exchanged for a different lens model and diopter, one month postoperatively to address pt uncorrected visual acuity (uva) of the right eye. According to the surgeon, the lens vaulted backwards. Before lens exchange, another procedure was performed to reposition the lens, which resulted in best corrected visual acuity (bcva) 20/20 and uncorrected near visual acuity (ucnva) j1+. The pt's current prognosis is good.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.